Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running but that it was not delivering. They stated that they tried troubleshooting, but there were unable to resolve the issue. Mmd did follow up with the initial reporter, who stated that there had not been any adverse effects to the patient due to the complaint. No other information was provided. [Complaint-(B)(4).]

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information an MDR would not have been required.

Event description:
The initial reporter stated that the pump appeared to be running but that it was not delivering. They stated that they tried troubleshooting, but there were unable to resolve the issue. Mmd did follow up with the initial reporter, who stated that there had not been any adverse effects to the patient due to the complaint. No other information was provided. Complaint-(B)(4).